Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, surgeon reported that the tip of a tap for a cortex screw broke. The fragment was about 20mm in length. No fragments were left in patient. This is 1 of 1 reports for this event.